Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The outer insulation was kinked/buckled at 8 centimeters and cut at medial section at 25 centimeters. The helix electrode consistently extended within 5 turns and retracted within 7 turns. Damage at implant was noted. Primary analysis findings indicated no anomalies found, lead functionally normal.

Event description:
It was reported, the physician encountered difficulty extending the screw during attempted implant. Consequently, this lead/device was not implanted. No patient complications have been reported as a result of this event.